Manufacturer narrative:
Investigation evaluation: there were three devices returned in the same bag during the evaluation of the related events MDR report number 1037905-2016-00444, MDR report number 1037905-2016-00445 and MDR report number 1037905-2016-00446. It is unknown which device goes with each event because the devices did not have any complaint traceability on them. It is also unknown which device for this evaluation is from lot w3736781 (MDR report number 1037905-2016-00444), w3741822 (MDR report number 1037905-2016-00445), or w3756066 (MDR report number1 037905-2016-00446). All three devices will be separate; one for MDR report number 1037905-2016-00444, one for MDR report number 1037905-2016-00445 and one for MDR report number 1037905-2016-00446. Additionally, two (2) unused devices were returned from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The two-way handle, trigger cord, and irrigation adapter was included in the return. The loading catheter and bands were not included in the return. A functional test was performed on the two-way handle and the wheel functioned as intended. The length of the trigger cord measured within specification. The trigger cord was intact and not broken. The beads were found to be correctly filled. The location of the beads were verified. Unused device number 1 (sealed): during an evaluation of the product said to be involved we could not confirm the report as it was described. A functional test was performed on the unused device. An evaluation of the two-way handle was performed and the handle functioned as intended. The device was attached to an olympus 2.8 gif q20 endoscope and all six (6) bands fired on to the simulated varices and constricted immediately as intended. The length of the trigger cord measured within specification. The trigger cord was intact and not broken. The beads were found to be correctly filled. The location of the beads were verified. Unused device number 2 (sealed): during an evaluation of the product said to be involved we could not confirm the report as it was described. A functional test was performed on the unused device. An evaluation of the two-way handle was performed and the handle functioned as intended. The device was attached to an olympus 2.8 gif q20 endoscope and all six (6) bands fired on to the simulated varices and constricted immediately as intended. The length of the trigger cord was measured within specification. The trigger cord was intact and not broken. The beads were found to be correctly filled. The location of the beads were verified. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research, the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the "knot must be seated into hole or handle will not function properly." The instructions for use direct the user to "place handle in two-way position and loosen trigger cord slightly" if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The information provided from the user facility indicated an olympus gif-180 scope was used. There are two different types of gif-180 scopes, the gif-q180 and the gif-h180. The olympus gif-q180 has an outer diameter of 8.8 mm. This ligator is not compatible with the olympus gif-q180 endoscope potentially used in the procedure, but is compatible with the olympus gif-h180. This ligator is compatible with endoscopes that have an outer diameter of 9.5 - 11.5 mm only. The use of an incompatible endoscope could cause barrel detachment. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a 6 saeed shooter multi band ligator. The facility has been having problems with the 6 shooters. The following information was received 10/14/16: "the district manager visited the facility and discussed this issue with the physician who has used these devices for a long time. When going down to band the area, the string seems more loose when turning to release. It feels like the band releases, but does not come off. The band is getting stuck and not deploying the band as normal [difficult band deployment]." Related MDR reports [MDR report number 1037905-2016-00444 and MDR report number 1037905-2016-00446]